Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other) please describe and state the location of the perforation: not specified') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines\headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), endometriosis ("other injury(ies ) or complication please describe: endometriosis"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain"). At the time of the report, the perforation, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, endometriosis, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, mood swings, perforation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received events "mood swings, abnormal bleeding (vaginal, menorrhagia),depression/ anxiety, migraines / headaches, dental problems, nickel allergy dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: bloating, perforation (other) please describe and state the location of the perforation: notspecified, other injury(ies ) or complication please describe: endometriosis, hair loss, back pain, abdomen pain, back pain, joints pain, she did not undergo essure confirmation test" were added reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.